Event description:
It was reported that during a da vinci s surgical procedure, the system was not recognizing the monopolar curved scissors instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the system successfully recognized instrument. Engineering was unable to replicate recognition issue, however, on the backend of the instrument, the housing has both rear snaps and adjacent locating pins completely broken off. This damage is most likely due to mishandling or the housing becoming brittle due to autoclaving. Engineering also observed the distal end of main tube has a 3.5" long section with material removed on one side of the tube. Damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.